Event description:
A customer reported that the pump battery was depleting too quickly. There was no adverse impact to the customer¿s blood glucose level since the pump did not shut down. The customer continued to use the pump for insulin therapy.